Manufacturer narrative:
Occupation is the patient/consumer. The case has been sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. The consumer experienced symptoms 14 days before taking the covid-19 at-home test in august 2022. The exact date that symptoms began was not provided. At the end of (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was negative. The exact date was unknown. Within 24 hours of taking the covid-19 at-home test, the consumer had a pcr test performed and the result was positive. The exact date was unknown. No other information can be provided. No additional information about treatment and outcome was provided.